Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Brand name not provided. Catalog and lot number not provided. PMA/510(k) number is unknown. Manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured resulting in the implant being removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant and one unknown zimmer screw (fragments) were returned for investigation. Visual evaluation of the as returned implant identified small fragments of fractured screw identified inside implant at bottom. Slight damage identified on implant from the removal process. Zimvie is not responsible for damage caused during clinician¿s removal of device.functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was 'unknown bone density'. The reported device had been placed on tooth #46 (fdi) for approximately 6 months. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR, sterilization, and complaint history review: (screw) DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report